Event description:
A us distributor contacted zoll to report that a patient developed a rash under the lifevest equipment. Patient is allergic to nickel and cheaper grade metal. Patient described the area as an allergic reaction and an irritation from the electrodes cutting into the skin. There was no alleged device malfunction contributing to the irritation. The patient¿s physician prescribed a cream for the skin irritation. Follow up indicated that the skin irritation improved.

Manufacturer narrative:
Not applicable.